Event description:
It was reported that a malfunction alarm with code malf 9 occurred, but there was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump and was assisted by them in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report any future issues.